Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete event and patient information. Further information was requested but not received. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-04153. It was reported the patient's devices were removed. The date of explant and reason for explant are unknown.

Manufacturer narrative:
The penta lead was explanted for unknown reasons. There is insufficient information with regards to any allegations against the lead. The lead was received incomplete with only the terminal end lead segments (3.0cm and 3.4cm) being returned. Full functional test could not be performed due to being incomplete.